Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice (hc) during use, during dwell 4 of 4. Per the hp they turned the hc off and went back to bed. The hp disconnected and turned on the hc and now the display said end of therapy. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The technical service representative (tsr) explained the alarm, and the hp would call their nurse to check if it's okay to keep the dwell 4 of 4. Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The hp stated that they found out that they caused the alarm after communicating with their nurse. The hp explained that evening their heater bag and supply bag was empty and only the final bag had solution. The hp stated that the final bag was not flowing well so they disconnected the final bag, and connected the bag to the heater line. The hp stated that the nurse told them that they were not supposed to do that ever, due to possible contamination. The hp stated that the nurse explained that when they disconnect bags and move them around, it cause air flow into the lines causing this alarm. The hp stated that they did not notice any problems with the supplies, that at all. They stated they do not know the lot number, nor do they have samples available. The hp stated they have not made the same mistake since, and therapy has been continuing well. They stated this alarm did not cause them to seek any medical attention at all and they are doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the patient changed solution bags during therapy, which is use error. The label review found the patient at home guide to be adequate for the use error in this incident.